Event description:
Physician attempted to deploy an integrity 4.0x18mm bare metal stent in the saphenous vein graft to rca. Lesion was 4.0x15mm and exhibited 90% calcification and 90% stenosis. It is reported that resistance was felt advancing the device towards the lesion. Stent was reported as having a segment lifted up from the catheter upon removal from the patient. No abnormality was noted during preparation of the device or inspection prior to use. Numerous pre-dilation attempts were carried out prior to the integrity stent being inserted. The procedure was completed using another brand stent. No patient complications were reported.

Manufacturer narrative:
Evaluation results: lesion morphology- (90% calcification and 90% stenosis). Inherent risk of procedure - (stent deformation). No evaluation performed as device was not returned. Conclusion results: lesion morphology- (90% calcification and 90% stenosis). Inherent risk of procedure - (stent deformation). Unable to confirm complaint as no device returned for analysis FDA. (B)(4).